Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that, device deployed outside the vessel. Ended up with covered stent.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigative team and confirm the radiopaque lock located positioned outside the vessel, and a covered stent was placed . The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. Ultrasound and micropuncture were utilized to gain a bottom third of the femoral head positioned access. The arteriotomy was 7.6mm x 7.9mm, no calcium or tortuosity, with a depth measurement of 3cm + 1 cm. No issues were encountered advancing or withdrawing the procedural sheaths. During deployment, manta was deployed at the premeasured depth, however, was deployed outside the vessel. The physician proceeded with deploying a balloon to tamponade and an expandable covered stent. Hemostasis was greater than ten minutes following placement of the covered stent. There are multiple factors that are possible causes possibly contributing to the tract deployment; including arterial damage possibly from not deploying at a steep enough angle or not enough tension applied. However, it is inconclusive for this event due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no device returned for investigative purposes. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The device history record documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed; and tract deployment is a known risk. The severity of harm is ranked at a 4 based on endovascular intervention requiring stenting was used to achieve sealing the puncture site.